Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular 48 mm x 48 mm thoracic aortic aneurysm. The proximal thoracic aortic neck diameter was 24 mm, and the distal thoracic aortic neck diameter was 25 mm. It was reported that a talent 3232 stent graft was implanted in the thoracic aneurysm. The lsa was coiled. The angiography showed a distal type 1 endoleak. The physician elected to treat the distal type 1 endoleak with a implanted another talent 3232 stent graft covering of distal zone, overlapping approximately 5 cm into the first tf3232 device and resolved the distal type 1 endoleak. The next angiography showed a proximal type 1 endoleak. The physician modeled the stent graft with a balloon, however, the endoleak did not completely resolve. The physician decided to keep monitoring this patient without any additional treatment. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.